Event description:
On 04/21/2025, it was reported by a sales representative via (B)(4) that an ar-8741-40s driver and an ar-8741-40 driver both broke when attempted to advance a beveled screw. All broken pieces were removed. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.